Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient experienced a cerebral artery embolism in the same territory. The patient did not require hospitalization. There was no treatment or actions required. The outcome of the adverse event is recovered/resolved. The adverse event was not related to the disease under study and not related to an underlying condition or disease. The site assessed the adverse event as not related to the devices or study procedure. The sponsor assessed the adverse event as casually related to the study procedure and possible related to the device utilized.

Manufacturer narrative:
Continuation of d10: product ID sfr4-6-40-10 (b495122); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was a potential compliant of "distal embolization within the same vascular territory during p rocedure" observed during procedure dated (B)(6) 2024. Baseline nihss was 13 and 24h nihss was 8. Pre-procedure mtici was indeterminate and final post-procedure mtici score was 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the subevent 0 was an occluded segment to right middle cerebral artery m2 segment.